Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered vaginal pain, painful intercourse, erosion of mesh, mesh extrusion, and corrective surgery/repair. No further info has been provided.